Manufacturer narrative:
Fuse reset; device restored; external power issue suspected. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was no scopy due to hospital power supply issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.